Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of necrosis and vascular occlusion are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the tear trough and nasolabial folds with and unspecified dermal filler. ¿occlusion of vessel¿ occurred, with ¿blisters, red/blue tinge to skin¿ that covered the nasolabial fold area, side of the nose and rand down the center of the nose. Via photos, it appears that the ¿facial artery, angular artery, and nasal dorsal¿ may have been affected. The patient was treated with hyalase and other unspecified treatments. The event resolved.